Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: re-use of single patient use device the device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was functionally tested on the generator and the hand control button was non functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes and at the pin hole interface. Due to the corrosion discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion to the device.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the tissue pad was gone in between surgery in the first case. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.